Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation) and h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-05878 for details of the other event. The device was returned to edwards lifesciences for evaluation. Evaluation of the returned esheath device revealed the tip was closed and the liner was unexpanded. There was jelly-like liquid observed in the flush tube near the stopcock. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the additional investigation. The following sections of this report have been corrected/updated: h6 (investigation findings, investigation conclusions) and h11 (additional narrative/data). In this case, the fluid in the flush tube was confirmed through returned device evaluation and review of the provided imagery. The investigation indicates the possibility of a manufacturing non-conformance being involved. A review of the IFU/training materials revealed no deficiencies. As reported, there was fluid observed in the flushing hub of the 14fr esheath prior to use. Evaluation of the returned device showed liquid substance inside the flush tube. Fourier transform infrared spectroscopy (ftir) analysis performed on the isolated substance revealed silicone-base composition, consistent with silicone component that is a part of the esheath. During esheath manufacturing, silicone material is incorporated into the sheath housing by being injected inside the cross-slit valve. An engineering study was performed, and it was confirmed that the application of excessive silicone may cause the fluid to migrate from the sheath housing and accumulate inside the flush tube suggestive of an observed issue potentially stemming from manufacturing. As such, the available information suggests that the reported event may potentially be tied to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Further assessment revealed the control limits were not exceeded. An awareness communication was performed to notify the manufacturing site of the observed defect and as a precaution, since the esheath flush-tube assembly incorporates silicone into the three-way stopcock, the stopcock supplier was notified.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned esheath device revealed the sheath liner was unexpanded, and the sheath distal tip was unopened. There was transparent liquid noted in the end of the stopcock. A fourier transform infrared spectroscopy (ftir) analysis was performed on the isolated substance, and it revealed a silicone-based material composition. Functional testing was also performed. Testing revealed that silicone would be able to be flush away during device preparation. In addition, as silicone was able to travel from the housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. There was imagery provided for evaluation. A review of the provided imagery revealed a liquid substance present inside the flush tube, similar to the substance observed during evaluation of the returned esheath device. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed there were other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the fluid in the flush tube was confirmed through returned device evaluation and review of the provided imagery. A potential manufacturing non-conformance or a supplier-related issue was identified through the investigation. A review of the IFU/training materials revealed no deficiencies. As reported, there was fluid observed in the flushing hub of the 14fr esheath prior to use. Evaluation of the returned device showed liquid substance inside the end of the stopcock. While the provided imagery shows the liquid substance located in the flush tube, it is possible that it migrated to the end of the stopcock over time. Ftir analysis performed on the isolated substance revealed silicone-base composition, consistent with silicone component that is a part of the esheath. During esheath manufacturing, this silicone material is incorporated into two different locations. The first location is the hemostatic valve stack (inside of the housing). During sheath packaging, liquid silicone is injected in between the valves and inside the cross slit of the most proximal valve. A study was performed confirming that application of excessive silicone may cause the fluid to migrate from the sheath housing and accumulate inside the flush tube. The second location is the three-way stopcock. The stopcock component comes pre-assembled with silicone from a supplier. In this case, the available information suggests that the reported event may be related to a manufacturing non-conformance or a supplier-related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Further assessment revealed the control limits have not been exceeded. A supplier corrective action request (scar) was opened to further investigate this issue, and an awareness communication was performed.

Event description:
As reported by our edwards lifesciences affiliate in new zealand, during device preparation for a transcatheter valve replacement procedure with a 23 mm sapien 3 ultra valve, there was fluid observed in the flushing hub of the 14fr esheath prior to use. The device was not used and a second 14fr esheath was opened. Fluid was also observed in the flushing hub of the second 14fr esheath. The device was not used and a third 14fr esheath was opened. There were no issues observed with the third 14fr esheath and it was used for the procedure. The valve implantation procedure was successful.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.